Manufacturer narrative:
Additional information can be found in the following fields: b5, d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the high-resolution stereo viewers (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate or confirm the customer reported complaint. In house fa installed the monitor on the system and the system started up without any errors. In house fa performed power cycles for 10 times and had no issues. The system was booted up in normal mode and left in idle for 10-minutes without issues. Intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer-reported complaint. The pmsc was installed on the in-house system and it failed. There was no video signal on the right eye.

Event description:
Refer to h10/h11 for follow-up information. Isi followed up with the initial reporter and obtained the following additional information: one eye of the surgeon side console (ssc) was not working and procedure converted to laparoscopy.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced personality module surgeon console (pmsc) and the high resolution stereo viewers (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. The pmsc and hrsv is expected to be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when the item has been received and failure analysis has completed their investigation. A log review confirmed the procedure date of on (B)(6) 2022 on system sk3242. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to traditional laparoscopic surgery after the start of the procedure due to right eye of the surgeon side console nonfunctioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during of a da vinci-assisted surgical procedure, the right eye on the surgeon side console (ssc) was completely black. The customer stated that the right eye was ok on the vision side cart (vsc) touchscreen. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the reporter to remove all instruments and shutdown the system. Then, tse asked to cycle the ssc circuit breaker, reseat and clean the blue fiber connector (bfc) connector, there was no change. The system was not ready for use. The surgeon elected to convert the procedure to traditional laparoscopic surgery. There was no report of patient harm or injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.